Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 300 mg/dl. The customer treated her high blood glucose level with manual injections. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed button error alarm, due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window and cracked case on display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.